Manufacturer narrative:
The customer reported that the lcd screen of the autopulse platform (sn (B)(6) was blank. Visual and functional inspection showed that the lcd screen had no backlight (but was still readable), confirming an lcd issue. The root cause was the defective processor board, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in april 2020 and is almost 6 years old. Review of the autopulse platform's archive data did not reveal any significant discrepancies. The autopulse platform successfully passed the preliminary functional test with no faults or errors. Upon powering up the platform, the lcd was readable; however, the screen appeared dark due to the absence of backlighting. To remedy the problem, the defective processor board was replaced. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number sn (B)(6).

Event description:
The customer reported that during the daily check, the lcd screen of the autopulse platform (sn (B)(6) was observed blank. The customer tested the platform with different batteries, but the issue persisted. No patient involvement.